Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/12/2025. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: - when did the needle detach/pull off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)?please explain. - how many devices demonstrated the alleged deficiency? Please specify by product code and lot number. - were there patient consequences? If yes, please specify. - please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. - provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). Additional information was requested, the following was obtained: (B)(4) captures the initial report for "hemoseal that broke away from the needle during operating..." (B)(4) captures the second patient-event. (B)(4) captures the third patient-event. - it was provided a picture of product hs6861h - lot 104tqd. Please confirm if this product belongs to the reported patient-events. If other, please explain. Yes to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The healthcare professional used hemoseal and it broke away from the needle during operating so they have thrown away the entire box. Apparently two other cardiac surgeons this also is a common occurrence. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, h4, d4. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.